Event description:
Additional information received stated that patient did not have any coverage issues or migration issues and this issue is no longer reportable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04531. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, patient underwent surgical intervention wherein the leads were explanted. The patient also had a lead site infection (related manufacturer reference numbers 3006705815-2019-04528 and 3006705815-2019-04529) which was flushed out during the same surgery. No new products were implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.